Event description:
Pharmacist (B)(6) made this writer aware of a compass (158065) that was filed about an untherapeutic heparin xa on 2/7 7am. Despite of heparin infusion rate increased per protocol the level was still showing low levels. At this time rn confirmed pump was infusing the IV bag. New heparin bag was hung and IV site was changed to the central line. After these interventions the xa and ptt both came back high. Heparin bag was sent for testing, however, the pharmacy manager requested the IV pumps also be investigated and interrogated as additional possible problem to this issue. Pt had 4 pumps in room. Four (4) pumps were removed from the room on (B)(6) 2022 and sent down to bio-med. FDA safety report ID# (B)(4).